Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/27/2024, it was reported by a sales representative via phone that an ar-1588tnt2 fibertag tightrope ii abs needle came off the sutures. Another ar-1588tnt2 fibertag tightrope ii abs was opened, and the needle broke off after the first pass through the tendon. This was discovered during a quad tendon acl procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.